Manufacturer narrative:
B3 date of event 09/01/2025 used as approximate date as actual date is unknown. Correction to h6 device codes.

Event description:
It was reported that the catheter fractured. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke at the proximal part, and no image could be obtained. A different device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that the catheter fractured. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke at the proximal part, and no image could be obtained. A different device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event 09/01/2025 used as approximate date as actual date is unknown. Correction to h6 device codes device evaluation by MFR: the returned product consisted of the opticross imaging catheter. A visual inspection revealed the sheath assembly was kinked. The hub rotator retainer clip was removed and it was revealed that the drive and coaxial cable were broken beginning from 26.3cm from the distal end of the connector shaft. An impedance test showed open. Regarding the electrical failure found, an open circuit was identified at the proximal end of the catheter, which is related to a breakage of the coaxial cable. This occurs due to the material characteristics of the coaxial cable and the drive cable, since the drive cable is made of counter-winded coils, it has better elastic capabilities than the wires used to transmit energy to the transducer (coaxial cable). The drive cable can elongate under tension further than what the coaxial cable is capable of, and if a certain threshold is exceeded, the coaxial cable will break. Consequently, the device will not be able to display an image. This condition could happen especially during the telescope action when constriction is experienced over the catheter. In some cases, the drive cable could also be broken when the catheter is exposed to higher constrictions. Failures related to this issue are traced to the design characteristics of the device. However, it was noticed that the sheath was kinked. A kink causes a change in the inner diameter, which can significantly increase the constriction over the catheter. Regarding the observed kinked sheath, this type of failure could occur during procedure inside the patient during the advancement maneuvers, since in this process, the friction between the catheter, the hemostasis valve, guide catheter and the lesion creates a force that opposes the movement of the catheter; and/or during procedure outside the patient due to the action of external forces over the catheter, usually related to the handling of the device.

Manufacturer narrative:
B3 date of event 09/01/2025 used as approximate date as actual date is unknown.

Event description:
It was reported that the catheter fractured. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke at the proximal part, and no image could be obtained. A different device was used to successfully complete the procedure. There were no patient complications.